Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a eternal access product. The customer reports that the j-tubes are getting clogged at the j section. The pt underwent an endoscopy procedure to change the device.

Manufacturer narrative:
Submit date 07/15/2013. An investigation is currently underway, upon completion the results will be forwarded.